Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when she attempted, was unable to use her aviva system due to error within specifications. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a false negative folate result for one patient sample. The initial result was <1.5 (1.45) nmol/l, repeat result was >45.3 (45.40) nmol/l. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. The folate reagent lot number was 156965. It was noted the user was not using the recommended sample rack adapters.